Event description:
It was reported that during a low anterior resection procedure, there was no feedback with the firing trigger at the first firing, though the closing lever and the release button could be used without any problems. The knife did not move and the staples were not formed. A small spring and a piece of plastic fell out from the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.